Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
The tip of the twist drill snapped in patient's mouth, the surgeon was able to remove the tip and complete the surgery.